Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed based on the provided information by the customer and field service (third-party company). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: replaced the serial digital interface (sdi) cable and did the white balance. The most probable cause of the complaint is cause traced to component failure, which indicates that expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image was not showing up in the image. The issue occurred during set up (inspection for use), before patient in room. There were no reports of patient involvement.